Event description:
The customer was hospitalized for low bgs. The customer was found unconscious and was taken to the hosp. It was reported that the dr believes the cause of their low bgs was the pump over delivering.